Event description:
Procedure type: hip replacement. According to the reporter: the needle tip broke. According to the surgeon, he was not aware when he was sewing the skin that the needle tip had broken. He said that the was sewing the skin and when he passed the needle back to the scrub tech, she informed him that the tip was missing.

Manufacturer narrative:
(B)(4).